Manufacturer narrative:
Additional contact info: (B)(4).

Event description:
Information was received indicating that during infusion of hydromorphone with a smiths medical cadd medication 100ml cassette the cadd legacy plus pump exhibited a no disposable attached alarm. Per reporter the patient was without medication for several hours until a new cassette was compounded and therapy resumed. It was reported that 500mg was wasted. No adverse patient effects were reported.